Manufacturer narrative:
Device received with broken reservoir tube lip noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the spec. No failed battery test alarm, unexpected off no power or audio/vibrate anomaly were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No prime/fill anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirted during priming. The customer¿s blood glucose level was unknown. The customer stated that there was crack in reservoir compartment. The customer stated that insulin pump ran out of battery without warning. The insulin pump will not be returned for analysis.